Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. This lead exceeded the maximum attempts for positioning due to inadequate capture in the original placement. This lead was replaced with the same model. No adverse patient effects were reported.